Event description:
Patient noticed mobility and possible implant fracture on the evening of july 27 when she was chewing bone. The radiograph showed the fracture. Top portion of the implant and crown was removed first and the remaining piece was surgically removed a day later.